Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the likely cause was due to fluid invasion in the scope connector leading to no image (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject devices' camera did not work when it was plugged in and the light was on. The event occurred during inspection for use. There were no reports of patient involvement.